Event description:
It was reported that a novum iq large volume pump did not start the infusion. This was observed during patient infusion with fentanyl. A new bag of fentanyl was hung and drips were not flowing in the drip chamber as prompted on the screen. The tubing was detached from the intravenous (IV) port to assess for flow and there was no flow. The tubing was placed in a new pump and flow was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.